Event description:
Reference number (B)(4) event occurred in the united states. On (B)(6) 2024, patient faced five infusion set bent cannula events that occured within 3 or more hours of insertion. Patient had blood glucose levels of 500 mg/dl. Patient had ketones. Site of insertion was abdomen. Patient took correction injection via multi daily injections to address high bg. Infusion sets were in use for 5 hours. Patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 5.